Manufacturer narrative:
Concomitant medical products: item: modular femoral stem press-fit plasma sprayed catalog #: 00771301200 lot #: 61322731. Item: modular neck e1 12/14 neck taper use with +0 heads catalog #: 00784801201 lot #: 61218360. Item: metasul ldh, head, 50, code p, taper 18/20 catalog #: 01.00181.500 lot #: 2532104. Item: metasul ldh, head adapter, m, 0, taper 12/14- 18/20 catalog #: 01.00185.146 lot #: 2538471. This case has been reopened and product investigation has been performed. The latest version of the investigation is shown below. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: elevated metal ions, pain or infection. Event description: it is reported that the patient received a mmc cup - ldh head with kinektiv modular stem on (B)(6) 2010 on the right side. The patient reports 3-4 years pain, elevated metal ions and infection. The patient will undergo to the revision of the right hip. The patient has bilateral total hip replacements mom on the right side and mop on the left. Review of received data: several documents were received. The documents includes the implantation report for both left and right total hip replacements, reports of the visits, imaging, lab test results. Only the documents relevant for the right hip are summarized here below. Patient history: patient history summarized based on consultation, interim evaluation, surgical and MRI reports several reports concerning the left and the right hip dated between (B)(6) 2010 and (B)(6) 2017 were received. The reports concerning exclusively the left hip were not included in this report. Relevant information from the remaining reports is summarized below. The patient presented with a two year old history of bilateral hip pain on (B)(6) 2010, on the right side worse than left. The pain is associated with limp and stiffness and he uses a cane full time. Physical examination showed restricted range of motion of both hips and the x-rays confirmed advanced avascular necrosis with collapse bilaterally right side worse than left. On (B)(6) 2010 the implantation surgery took place without any complications and the received components were implanted a m/l taper stem with kinectiv technology hip prosthesis. The femoral head removed during the surgery was sent for pathological investigation. The report indicates avascular necrosis, mild degenerative changes of the overlying articular cartilage and hyperplastic synovium with mild chronic synovitis. The interim evaluation reports dated between (B)(6) 2010 and (B)(6) 2012 (5 reports) state a good post-operative progress. The patient demonstrated good range of motion, strength and stability. The x-rays reveal satisfactory position and alignment of components. On the report dated (B)(6) 2012 left hip pain which is located in the groin is reported. The symptom started a few years ago and is worsening despite physical therapy. The examination of the left hip showed restricted range of motion due to the pain. A return visit is indicated in a year. The interim evaluation on (B)(6) 2013 mentions that the patient¿s right hip is starting to bother him. He feels it is from over compensating. Therefore blood work including metal ion levels and titanium levels were ordered. The left hip worsened with a pain restricted active range of motion and also the passive range of motion causes pain and is restricted. The blood work report, dated (B)(6) 2013 indicated chromium level in plasma of 1.5 mcg/l (reference on the report is < 3.6 mcg/l) and cobalt level in serum/plasma of 2.1 mcg/l to be out of range (reference on the report is 0.1-0.4 mcg/l). There is no titanium detected in serum. On (B)(6) 2013 a zimmer trabecular metal acetabular shell with a longevity insert, a zimmer m/l taper stem and a metal femoral head were implanted on the left side without any complications. After the implantation surgery the interim evaluation concerned the left hip. There is nothing conspicuous mentioned regarding the right hip and blood work report, dated (B)(6) 2014 do not report any cobalt, chromium or titanium levels. On (B)(6) 2014 the patient presented with moderate right hip pain. The radiographs of the right hip reveal an unchanged position alignment. The following blood test reported a cobalt level in serum/plasma of 5 mcg/l. The chromium level was within range and there is no titanium detected. An MRI report shows no findings regarding the right hip arthroplasty. A 3-cm in length and transverse dimension simple fluid collection posterior to the greater trochanter was found. On (B)(6) 2016 the patient presents for an annual evaluation of left and right tha. His left and right hips are doing well with no complaints. He denies any mechanical symptoms and any fever, chills or additional constitutional symptoms. It is reported that the radiographs of the right hip reveal a small lucency in zone 1. Also in (B)(6) 2016 blood tests were performed on three different dates within 10 days. If measured, all of the reports indicate c-reactive protein and cobalt values to be out of range. The interim evaluation report, dated (B)(6) 2017 states that patient presents for urgent, annual evaluation. Patient had been doing weil with his right hip, then 2 days ago, patient fell onto his right side and experienced pain located over his right lateral thigh. Radiographs showed no significant changes compared to x-rays from (B)(6) 2016. Test results of the blood collected on (B)(6) 2017 show the same situation as in (B)(6) 2016. A report of an MRI test performed on (B)(6) 2017 for the right hip mentions that there is no osteolysis or loosening and that there are small thin-walled pockets of simple fluids observed adjacent to the grater trochanter. On (B)(6) 2017 the patient presents for routine evaluation. He complains of discomfort in his right hip. Test results of the blood collected on (B)(6) 2017 do not report any cobalt, chromium or crp levels. On (B)(6) 2017 the right hip was revised. Patient letter: a letter written by the patient¿s wife was received including documents of the patient¿s history. It was observed, that all the interim evaluation reports had a generated date of (B)(6) 2017 while the other received documents had a generated date of (B)(6) 2017. Comparing the two different sets of documents it is shown that the section of the past medical history is different was modified. I in the medical records set received from the patient's wife all the "past medical history" sections contain the same status, the one from just before revision surgery. Surgery notes dated (B)(6) 2010: surgery notes of implantation surgery and product stickers, dated (B)(6) 2010 the report of the implantation surgery revealed nothing conspicuous during the incision and opening procedure. The actual mmc cup was placed, obtaining excellent immediate press-fit fixation in 45° of lateral opening and 20° of anteversion. Then it is mentioned that the actual polyethylene insert was snapped into position. There is no polyethylene component designated for this system. This is assumed to be a typo as there is nothing mentioned further in the report nor in indicated in the patient stickers. The stem is implanted with excellent rotational and immediate press-fit stability in 20 degrees of anteversion and neutral varus-valgus. The hip was relocated with the appropriate modular neck and head and noted to be stable through a range of motion. The ref. No. And lot no. On the product stickers match with the marking on the received components. For the femoral component following information is available: m/l taper hip prosthesis with kinectiv technology, size 12.5 (ref. No.: 00-7713-012-00 / lot no.: 61322731) and kinectiv technology modular neck e1 (ref. No.: 00-7848-012-01 / lot no.: 51218360). Surgery notes dated (B)(6) 2017: surgery notes of revision surgery and product stickers, dated (B)(6) 2017 indications are given with increasing pain, difficulty ambulating, elevated cobalt and chromium levels as well as an adverse tissue reaction showed on MRI. During the incision and joint opening procedure an extremely inflamed trochanteric bursa that is somewhat necrotic is found. This is debrided aggressively to healthy tissue. There is a direct communication with the joint below through a low 2 cm violation in the posterior capsule. Further posterior capsulotomy is made to the hip joint. The hip was flexed and internally rotated and dislocated quite easily. Representative tissue samples were sent for gram stain and culture. Frozen sections revealed no evidence of acute inflammation. There was a previously placed stem that is well fixed. The kinectiv neck was removed and the taper was found to be intact with minimal corrosion. Acetabular component was removed and showed no evidence of bony ingrowth. The acetabulum was then prepared for the new component. New components are placed and the hip was found to have an excellent range of motion and stability throughout a range of motion. The product stickers show the newly implanted components and are not relevant to the case. X-rays: three different x-rays were taken on (B)(6) 2012. One shows the left hip and is therefore not relevant to the case. The ap view of the pelvis and the lauenstein view of the right hip show the implanted prosthesis. Nothing relevant to the case can be observed on the x-rays. Devices analysis: the mmc cup shows damage most likely from the revision surgery, e.g. Coarse scratches on the articulation surface and damage of the coating. The anchoring side shows no remains of bone attachments and some slight polishing. There is one area close to the rim where the titanium vacuum plasma spray coating is chipped off. On the articulation surface numerous fine scratches are recognizable. The articulation surface of the metasul ldh head shows several fine scratches. There are some isolated nicks and scratches probably deriving during or after removal. Apart from some organic deposits nothing conspicuous can be observed on the head taper. The outer surface of the head adapter is inconspicuous. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion summary: the mmc cup was revised after approximately 7 years and 7 months in vivo. The indication for the revision surgery was given through increasing pain, difficulty ambulating, elevated cobalt and chromium levels as well as an adverse tissue reaction showed on MRI. The blood tests indicated elevated cobalt levels to be out of range and the chromium levels are within the reference range. The mmc cup shows no remains of bone attachments on the anchoring surface and both articulation surfaces do not show conspicuous features. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. It could be assumed that the elevated cobalt values in the patient¿s blood could possibly be attributed to the surface changes on the inner surface of the head adapter. It stays unknown to which extent, if any, the observed surface changes contributed to the reasons for revision and whether there were other influencing factors. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received and investigation has been performed. The device was changed from durom acetabular cup to zimmer mmc cup. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: elevated metal ions, pain or infection. Review of event description: it was reported that the patient received a mmc cup - ldh head with kinektiv modular stem on (B)(6), 2010 on the right side. The patient reports 3-4 years pain, elevated metal ions and infection. The patient will undergo to the revision of the right hip. The patient has bilateral total hip replacements mom on the right side and mop on the left side. Review of received data: several documents were received. The documents include the implantation report for both left and right total hip replacements, reports of the visits, imaging, lab test results. Only the documents relevant for the right hip are summarized here below. The implantation report for the right side dated (B)(6), 2010 describes the implantation of a mmc cup size 58 with 50mm ldh head, medium adaptor and kinektiv femoral component. After reaming the cup is reported to have been implanted with 45 degrees lateral opening and 20 degrees anteversion. Afterward, it is reported that the osteophytes were excised and the polyethylene insert snapped into position. Then, attention is directed to the femur. The femoral canal reamed. After preparation the stem is implanted with 20 degrees anteversion and neutral valgus-varus. After trialing, the correct head size is implanted on the dried trunnion. The patient stickers are available, no polyethylene insert sticker available. No other conspicuousness. A report of MRI dated (B)(6), 2014 reports the results of a MRI of the right hip due to pain. The report states no osteolysis, no fracture, no cyst or pseudotumor within the joint. Minimal simple fluid collection posterior to the greater trochanter. Another MRI imaging report, dated (B)(6), 2017 is available for review. The report states as chief complaint pain in unspecified hip and mechanical loosening of unspecified prosthetic joint. Left and right hip MRI images were performed. As history, right hip pain and elevated cobalt chrome levels are reported. Following findings are reported: no osteolysis or loosening seen. No periprosthetic fracture or stress reaction is seen. There are small thin walled pockets of simple fluid posterior and lateral to the greater trochanter. A small volume of fluid is seen along the deep aspects of the right gluteus medius and minimus tendons just proximal to the insertion on the greater trochanter suggestive of tendinopathy without evidence of a tear. There is a small volume of thin walled simple fluid posterior to the greater trochanter on the left side. Scattered 0.5-0.6 cm hypointense foci are visible, which are favored to be artefactual rather than representing soft tissue deposits related to metal debris. Impression: bilateral total hip arthroplasties. Small thin-walled pockets of simple fluid adjacent to the greater trochanters. Right gluteus medius and minimus tendinosis. Partial tear of the right hamstring tendon origin. Right gluteus minimus and quadratus muscle atrophy. Left rectus femoris tendinopathy. Left gluteus minimus and left hamstring tendon partial tears. The visit reports dated (B)(6), 2012 , (B)(6), 2013, (B)(6), 2014, (B)(6), 2016, (B)(6), are available for review. The visits reports some left hip pain (before the implantation of the left hip prosthesis) and that the patient is reasonably doing well with his right hip. In the visit report of (B)(6), 2014 some pain at the left hip is reported after his left mop replacement in (B)(6) 2013. In the report dated (B)(6), 2014, it is stated that the patient has moderate right hip pain located in the groin since few months. Additionally, under past medical history: it is stated "996.66 infection and inflammatory reaction due to internal joint prosthesis". No other notes regarding infection. The patient reports no pain at the visit of (B)(6), 2016 and "patient does have a zimmer right hip replacement and has no complaints in regards to his right hip. His last metal ion check was in (B)(6) 2014 where his cobalt was 5. He denies any mechanical symptoms. He denies any fever, chills or additional constitutional symptoms.". In the review of x-rays, a small radiolucency in zone 1 is noted. The visit of (B)(6), 2017 reports that the patient fell on his right hip two days before and experienced pain. It is reported that the x-rays were essentially benign. On (B)(6), 2017, the patient reports right hip discomfort. A return visit is indicated in 1 year. Follow-up is recommended to assess the potential for failure. Lt is a zimmer metal on metal replacement. His cobalt level is around 6, and there is a small fluid collection around his left greater trochanter. Treatment options were discussed, the patient has selected right total hip revision. Impression regarding left hip: yearly follow up status post left tha. Plan: follow-up is recommended to assess the potential for failure. Infection precautions discussed. Routine surveillance recommended. We also discussed that he has a metal on polyethylene articulation on the left. Lt is possible some corrosion to be causing his elevated cobalt levels as well. He has no pain. There is a minimal fluid collection on the left side. - lab test results reports following ion values (reference range): titanium ions were also tested. No titanium found in any of the blood tests. (B)(6). Devices analysis: no product returned for investigation. Review of product documentation the compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis it is reported that the patient received a mmc cup - ldh head with kinektiv modular stem on (B)(6), 2010 on the right side. The patient will undergo to the revision of the right hip. The patient has bilateral total hip replacements mom on the right side and mop on the left side. Several documents were received. In the implantation report dated (B)(6), 2010 it is stated ¿the polyethylene insert snapped into position.¿, however no polyethylene insert sticker is available. No other conspicuousness. The MRI reports describe small thin-walled pockets of simple fluid adjacent to the greater trochanters (left and right sides). Additionally, some muscle tendinosis, partial tears and atrophy are reported. The visit report dated (B)(6), 2014 is the first report mentioning some complaints regarding the right hip. It is stated that the patient has moderate right hip pain located in the groin since few months. Additionally, under past medical history: it is stated "996.66 infection and inflammatory reaction due to internal joint prosthesis". No other notes regarding infection. Later, at the visit of (B)(6), 2016, the patient reports no complaints in regards to his right hip. In the review of x-rays, a small radiolucency in zone 1 is noted. The visit of (B)(6), 2017 reports that the patient fell on his right hip two days before and experienced pain. It is reported that the x-rays were essentially benign. On (B)(6), 2017, at yearly follow-up, the patient reports right hip discomfort. A return visit is indicated in 1 year. Follow-up is recommended to assess the potential for failure. The cobalt level is around 6, and there is a small fluid collection around his left greater trochanter. Treatment options were discussed, the patient has selected right total hip revision. Impression regarding left hip: yearly follow up status post left tha. Plan: follow-up is recommended to assess the potential for failure. We also discussed that he has a metal on polyethylene articulation the left. Lt is possible some corrosion to be causing his elevated cobalt levels as well. He has no pain. There is a minimal fluid collection on the left side. Lab results show elevated cobalt ion values in the blood plasma 2.1 mcg/l ((B)(6), 2013), 5.0 mcg/l (sep 23, 2014), 4.6 mcg/l (nov 18, 2016), 4.7 mcg/l (nov 28, 2016), 6.6 mcg/l ((B)(6), 2017). Between sep 23, 2014 and nov 28, 2016 the cobalt values seem to be stable. The values for chromium are still in the reference range. Conclusion summary the patient has bilateral total hip replacements: mom (implanted in 2010) on the right side and mop (implanted in 2013) on the left side. Before the visit of (B)(6), 2014, no complaints regarding the right hip are reported. The blood test were performed at the follow-ups show some elevated cobalt ion values, MRI imaging report some fluid collections adjacent to the greater trochanters on both hips, but there is no indication for revision. On (B)(6) it is reported that the patient fell on his right hip and experienced pain. Few months later, on (B)(6), 2017, at yearly follow-up, the patient reports right hip discomfort. The blood test shows cobalt ion value to be 6.6 mcg/l. Treatment options were discussed with the patient and the patient has selected right total hip revision. It is also mentioned that it is possible that some corrosion on the left hip replacement could be causing the elevated cobalt levels. It is possible that patient fall contributed to the reported increase of the cobalt levels, however, other factors like the position of the implants, surgery or patient-related factors, or the presence of another total hip replacement could also have caused or contributed to the reported events. In conclusion, it is not possible to determine a root cause for the reported elevated metal ions and pain. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was now reported that the patient underwent right hip arthroplasty on (B)(6), 2010 and was implanted a zimmer mmc cup, uncemented, 58 mm/50 mm, code p. Subsequently patient is scheduled for a revision due to pain,infection and elevated metal ion levels.

Manufacturer narrative:
It is indicated by patient's wife, that the devices will be provided for an investigation, the case will be investigated again and the results will be submitted at a later time point. Zimmer's reference number of this file is (B)(4).

Event description:
It was now reported that the patient underwent right hip arthroplasty on (B)(6), 2010 and was implanted with a zimmer mmc cup, uncemented, 58 mm/50 mm, code p and a revision surgery was performed on (B)(6), 2017 due to pain, elevated cocr levels, adverse tissue reaction, loosening of cup, fluid collection and lysis.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the right side on (B)(6) 2010. The patient was revised on an unknown date due to pain, infection and elevated metal ions.